Event description:
It was reported that the lens was implanted on (B)(6) 2012 and explanted on (B)(6) 2012 due to a crimped haptic. It was stated that the incision was made slightly larger and a new lens was implanted. No patient injury was reported.

Manufacturer narrative:
(B)(4) - enlarged incision; explanted intraocular lens; intraocular lens. The intraocular lens was received for inspection and found to have one distorted haptic. There was also evidence of viscoelastic (ovd) that is consistent with a lens that has been handled and prepared for use. Prior to release to market the intraocular lens met all manufacturing specifications. All pertinent information available to abbott medical optics has been submitted. Should new information be received that changes the facts and/or conclusion of this report a supplemental report will be submitted. Placeholder.